Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2011 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information and taking into account that no fault in the pump was found, the most likely root cause may be assigned to user error in setting the occlusion too tight, wrong tubing used or foreign object in the pump rotor that should have been checked by user before starting the procedure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 double roller pump 85. A livanova field service engineer was dispatched to the customer. The complained pump was tested and no immediate fault/problem was detected. A backup pump/loan unit has been configured and left to customer. Pump with fault was tested overnight. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double roller pump 85 displayed error fault in motor controller (e442) when trying to give cardioplegia with it. There was no report of any patient injury.